Event description:
The customer called to report that their doctor's office tried to download the blood glucose device's memory and it wouldn't download. When they tried to use the device the next morning to check their glucose the device beeped and displayed a flashing error. They said the device worked fine before attempting to download it. The device was replaced and requested to be returned for evaluation.